Manufacturer narrative:
Additional info b5: medtronic received additional information that the customer queried if this issue was normal. The oxygenator was in use for patient support. Medtronic received additional information that there was no blood loss noted. Additional info b3 event date added additional info e1: initial reporter name address and phone number updated additional info e2: updated this section additional info e3: initial reporter occupation added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this nautilus extra corporeal membrane oxygenation (ECMO) oxygenator had a blood seepage outside the fluid path. The ingress of blood was noted at the insert area at the bottom left of the potting diameter. The use of the device was unspecified. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Additional info h6: updated the annex b and annex d codes additional info d4: serial number section updated to unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.